Manufacturer narrative:
(B)(4). Covidien is attempting to gather further details associated to the circumstances of this report. Investigation efforts are ongoing.

Event description:
Customer reports the n-65 unit was missing display segments. No patient involvement was confirmed.